Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Product ID# mc1vr01-delsys. The full delivery system was returned and analyzed. The analysis indicated that the lumen of the delivery system was torn. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. The delivery system inner shaft was mechanically kinked/bent. Blood was observed on the outer shaft of the delivery system. Blood was observed on the inner shaft of the delivery system. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup. The inner shaft is kinked at 1.5 cm from the distal end of the recapture cone. There is blood on the outer shaft located at the distal end of the stability member. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra. Mc1vr01-delsys / expiration date: 14-jul-2020 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? Yes. Dev rtn to MFR? Yes. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Mfg date: 15-jan-2019. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) exhibited high thresholds and unacceptable capture in multiple locations. It was also reported that the delivery system was difficult to position within the patient. It was noted that the patient experienced a pericardial puncture, effusion and tamponade. The leadless ipg was not used and a transvenous system was implanted. No further patient complications have been reported as a result of this event.